Event description:
Event description boston scientific received information that this pacemaker had been programmed to 4.0v in both chambers since implant in july 2006. Today, the battery status was reported as nearing elective replacement time(ert). The physician suspects a device malfunction and therefore will be explanting this pacemaker.